Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis confirmed helix difficulty as helix mechanism test failed. Also, lead damage, difficulty to position were confirmed. Confirmation of allegation made with the lead were based on the finding of bunched polytetrafluoroethylene (ptfe) and deformed conductor coils (offset) which is consistent with the lead being placed through a constricted area. The lead body is curled and kinked due to this anomaly. Additionally, analysis did not confirm the lead dislodgement. Furthermore, the lead passed the electrical continuity and hipot test.

Event description:
It was reported that during implant procedure, this right ventricular (rv) lead was dislodged when the left ventricular (lv) lead was implanted. The physician tried to reposition lead but was unsuccessful. The physician was having difficulty in removing this lead and when the lead was taken out, the physician noted a bit of separation in the lead near the rv coil. Furthermore, this lead was not successfully implanted due to difficult to position and difficulty to retract or remove. A new lead was implanted. No adverse patient effects were reported.

Event description:
It was reported that during implant procedure, this right ventricular (rv) lead was dislodged when the left ventricular (lv) lead was implanted. The physician tried to reposition lead but was unsuccessful. The physician was having difficulty in removing this lead and when the lead was taken out, the physician noted a bit of separation in the lead near the rv coil. Furthermore, this lead was not successfully implanted due to difficult to position and difficulty to retract or remove. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.